Manufacturer narrative:
Medical records did not contain dialysis treatment records, progress notes, physician orders, or medication records for review. As (B)(6) 2016, the event of peritonitis has resolved, it is unknown if the patient continues prescribed antibiotic therapy, and the patient continues ccpd therapy. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between the break in the sterile pathway during pd therapy and the event.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with a touch contamination staphylococcus peritonitis on (B)(6) 2015. The patient was treated with ip vancomycin.